Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with moisture damage to the liquid crystal display circuit board and keypad traces. No moisture damage was noted to the motor assembly. No button error alarm was noted and the buttons functioned properly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that moisture was visible on the display of the insulin pump. The blood glucose reading was 43 mg/dl. The customer treated with juice. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.